Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with no calcification and no tortuosity in the superficial femoral artery. A 6.0x40 mm absolute pro self-expanding stent system (sess) was advanced to the lesion without any resistance; however, during the deployment, the thumbwheel stopped working and the sess was partially deployed. The sess with the partly deployed stent was simply withdrawn from the patient¿s anatomy without any issues or damage to the artery. Another absolute pro stent was successfully deployed to treat the target lesion. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and thumbwheel resistance was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing resistance with the thumbwheel. The chatter marks noted throughout the entire length of the distal sheath are consistent with the sheath being bent over a tight radius, further suggesting that anatomical conditions may have contributed to the difficulties encountered.; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional reported information indicates an 0.035 non-abbott guide wire was used with the supera stent system. Post procedure, outside the anatomy, the stent deployed from the delivery system. No additional information was provided.